Event description:
It was reported that stent damage occurred. A 3.50x38mm promus premier¿ stent was selected. Upon loading the stent into an unspecified guide wire, it was noted the middle of the stent collapsed and appeared to be bent. It was also noticed that the stent was kinked. The procedure was completed with a 3.5x38mm promus premier stent. Final angiography revealed that the stenosed lesion was resolved. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent protector was not returned with the device for analysis. A visual examination of the crimped stent found a stent strut at the mid-section of the crimped stent was lifted upwards from the stent profile. The type of damage to the stent could likely have been caused by the stent body getting caught in an object during preparation. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4).